Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient showed signs of a driveline infection and the pump had suspected high watts. The pump and driveline remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported infection. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. (B)(4) was not returned for evaluation. Review of the sterility certificate confirmed that the associated device met all requirements for release. The reported "high power" event was confirmed via log file analysis, which revealed a slight increase in power consumption beginning (B)(6) 2018. 2 low flow alarms were logged on (B)(6) 2018. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. Based on historical review of similar high power events, the most likely root cause of the reported high power even may be attributed to external factors, such as thrombus formation/ingestion. If information is provided in the future, a supplemental report will be issued.